Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered an obstruction in the collar wash valve. The fse could not determine the nature or origin of the obstruction but removed the obstruction to resolve the leak. Failure mode of the leak is attributed to an obstructed collar wash. Results: obstruction in the collar wash valve. (B)(4).

Event description:
The customer reported discovering liquid in the drip tray below reagent probe b of the unicel dxc 880i synchron access clinical system. The customer stated that approximately 10 ml of fluid leaked and the reagent syringe was a little loose but the probe continued to leak after tightening the syringe. It is unknown of what personal protective equipment was worn by the customer at the time of the event but no injury or exposure was reported. The customer has a risk management plan in place at the facility. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.